Manufacturer narrative:
Due to the helix fixation type, analysis would not be required should this lead get returned because the clincial observations could not be recreated.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged post implant. The lead was explanted and replaced. No adverse patient effects were reported.